Manufacturer narrative:
(B)(4). The customer (hospital biomed) advised physio-control that they have evaluated the device and verified the reported issue. The customer replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event where the customer was attempting to perform synchronized cardioversion therapy, their device would no longer detect the connection of the defibrillation therapy cable. Specifically the device was giving a "connect cable" message. The customer had a backup device, which was immediately available, and they continued to use the defibrillation therapy cable assembly from the backup device and was able to successfully deliver defibrillation energy. The patient did not suffer any adverse effects during the reported event.